Event description:
It was reported during in clinic follow up that the left ventricular lead exhibited a loss of capture. Fluoroscopy revealed the lead had dislodged. The lead was repositioned on (B)(6) 2023. The patient was stable and asymptomatic.